Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose (bg) level was 318 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On 13 may 2022, the distributor reported the additional information: a pump evaluation was performed and confirmed pump functioned as intended.